Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to stress applied to the apical sheath which caused the ultrasonic medium inside the sheath to leak from the perforated part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the probe did not produce a full image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ultrasonic probe did not produce a full image. The device was returned to olympus for evaluation. During evaluation, the device's insertion tube had cracks perforating the tip and ultrasound medium had leaked out. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. The customer reported the image issue was detected during inspection prior to procedure. No patient involvement reported.